Manufacturer narrative:
Customer reported performing add'l testing and the results were: 146, 130, and 165 mg/dl. .

Event description:
Caller reported performing several comparison tests with the freestyle meter. The highest and lowest readings were 128 mg/dl and 96 mg/dl for tests conducted within 10 minutes. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. The caller washed hands and test site before testing.